Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was coming from a pinhole at the bottom of the silicone segment. The customer complaint was verified. From the manufacturer's investigation, it was not possible to identify a potential root cause that is related to the manufacturing process. However, pumping segment improvements have been implemented to improve the robustness of the assembly process. Updates to the procedures are in process. A device history record review could not be performed on material 24301-0007t because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was damaged the following information was received by the initial reporter with the following verbaitm it was reported by the customer that there was a pinhole in the tubing that caused it to squirt out of the tubing and all over her shirt when she went to administer it.